Event description:
The customer reports the ars (syringe) leaked during patient use.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit with multiple components for analysis including an arrow-raulerson syringe (ars) and an introducer needle. Evidence of use was observed within the ars and introducer needle and the two components were returned attached to each other. Visual examination of the introducer needle revealed that the hub was cracked. Microscopic examination confirmed the crack and revealed sings-of-use in the form of biological material on the introducer needle and the ars assembly. No defects or anomalies were observed with the ars. Although the customer reported that "leakage" was observed with the ars, the introducer needle and ars are used in tandem, therefore, the leakage could be due to either of the components. The ars was attached to the introducer needle and an attempt was made to aspirate water into the syringe. Significant air was observed within the syringe barrel while aspirating the water. Once the ars had been cleaned of biological material it was able to pass both the push leak test and vacuum leak test indicating that the leakage observed by the customer was related to the cracked introducer needle hub rather than the ars. A device history record review was performed on the ars with no issues to suggest a manufacturing related cause. The reported complaint of leakage while using the ars was confirmed by complaint investigation. Although the customer reported leakage within the ars, the needle was attached to the ars and the needle hub was cracked which likely caused the issue the customer reported. The returned introducer needle hub contained cracking along the body. A device history record review was performed on the ars and no relevant manufacturing issues were identified. Further investigation of cracked needle hubs is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during patient use.